Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with dried body fluid noted in the lead which had entered through a cut in the region. It was believed that the cut possibly occurred during the explant procedure. Further testing of the lead confirmed that the lead passed the direct current resistance test, however, it failed the pressure test due to the cut in the lead. No irregularities were noted at the tip section of lead that would have contributed to the observed dislodgment.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was a little too short of the patient. The pre-discharge x-ray showed that there was not enough slack in the lead. The post operative check showed much higher thresholds, as the lead had dislodged. Less than a week after its initial implant, a lead revision procedure was performed and this lead was explanted and replaced by a different rv lead. The explanted rv lead was returned for reliability analysis. No adverse patient effects were reported.